Manufacturer narrative:
Based on information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient¿s alleged operative complication. The following information is unknown: the specific date the da vinci-assisted surgical procedure was performed, what hospital the surgical procedure was performed, and the names of the patient and surgeon. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient alleged that the robot ¿hurt¿ her ureter. As a result, the patient indicated that she required a nephrostomy tube for 2 years and subsequent ureteral stent replacements every 3 months. However, the root cause of the patient¿s alleged operative complication is unknown.

Event description:
It was reported through a social media blog that during a da vinci-assisted hysterectomy, the patient claimed that the surgeon and the robot "hurt" her ureter. As a result of the alleged operative complication, the patient indicated that she needed a nephrostomy tube placed for 2 years followed by the need for ureteral stent replacement every 3 months. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.